Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection in the corpus cavernosum. A revision surgery was performed to explant the device, antibiotics to treat the infection were administered, and a new procedure will be performed at a later date to place a new device. No device issues nor additional patient complication were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. A hole and tool marks from sharp instrument damage were noted in the middle both cylinders bodies; therefore, they did not pass the leakage test. The reservoir was microscopically inspected, and leak tested. The component presented tool marks in its shell, but it did pass the leak testing. The pump was microscopically inspected, leak and functionally tested. Upon microscopic evaluation, bodily fluid contamination was found within the component; therefore, it could not be functionally tested. No leaks were identified in the pump. The reported patient symptom of infection is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection in the corpus cavernosum. A revision surgery was performed to explant the device, antibiotics to treat the infection were administered, and a new procedure will be performed at a later date to place a new device. No device issues nor additional patient complication were reported.